Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of vitality t20 final driver snapped during removal and extension tj-l1 surgery. There was no patient impact; however, there was a 5-7 minute delay due to having to helicopter remove the screw.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted and fractured. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. Possibly due to removal of a screw from hard bone. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of vitality t20 final driver snapped during removal and extension tj-l1 surgery. There was no patient impact; however, there was a 5-7 minute delay due to having to helicopter remove the screw.